Event description:
It was reported that "during incoming inspection found contamination on package."

Manufacturer narrative:
An evaluation was performed on (B)(4) 2014. Received eight unused i.d 7.5mm, catalog number: 61110075 endotracheal tubes with frosty balloons, fitted with pp connectors of corresponding sizes and tubes marked as per (B)(4) specification. Products fitted with pvc bullet valves with pilot balloons printed with sizes identification 7.5 mm and work order (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: three units were confirmed for foreign substance in package; two units confirmed for stain on package; two units confirmed for broken product and one unit confirmed for improper product indication. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Related personnel will be informed for product broken issue and appropriate corrective action will be taken to prevent future recurrences of similar type of defects. Based on the analysis of the returned samples provided it was found that they did not meet our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.